Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented after receiving a vibratory alert due to out of range high pacing lead impedance. The lead was explanted due to high pacing threshold, loss of capture and suspected fracture. No further information is available.